Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was decided to gain access to the right subclavian due to the patient's peripheral vascular disease. The aortic valve area measured 0.8cm^2. Two attempts were made to seat the valve at the annulus, however, the delivery catheter system (dcs) was positioned towards the inner curve of the aorta due to the right subclavian approach. Therefore, the right subclavian approach impacted a coaxial desired implant. During the first deployment attempt, the valve dislodged ventricular to an undesired depth. The valve was recaptured at 80%. During the second deployment attempt, the valve dislodged ventricular again. The valve was recaptured and not used for implant. A non-medtronic valve was implanted successfully. No adverse patient effects were reported.